Manufacturer narrative:
Product analysis : visual and optical examination of the ibt balloon identified a sharp cut at the proximal lobe of the balloon. The morphology, location and timing of the balloon rupture is consistent with in vivo contact with sharp object, such as bone splinters. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device was not returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event.

Event description:
It was reported that patient with compression fracture underwent balloon kyphoplasty at t11. Intra-op, the balloon was not achieving the height desired and when the contrast was extracted from the balloon, blood was identified in the contrast leading to the conclusion of balloon failure. It was also reported that the balloon was ruptured during deflation. The pressure was less than 400 psi (approx.). The patient was not allergic to contrast media.